Event description:
The customer returned the product for many errors while performing preventative maintenance, and during event history log (ehl) review it was found that the pump had alarmed for a "check clutch" and "syringe plunger sensor error." After investigation the results indicated a reportable malfunction due to the pump alarms confirmed in the ehl that have the potential to pause the delivery of the pump until the error is addressed. There was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl was found to have a "check clutch" and "check syringe plunger sensor" alarms. After investigation the results indicated a reportable malfunction due to the pump alarms confirmed in the ehl. The cause of the customer reported problem was a worn-out clutch. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the clutch, and the pump passed all functional tests and performed as intended after repair.